Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose level was 52 mg/dl. Customer reported clear plastic part of the sensor filled with nickel size of blood dried blood. Customer states the site is not actively bleeding. Customer would not like to continue troubleshooting for site issue. Insulin pump not be returned for analysis.